Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem o lok clip applier instrument had a loose wire at the jaws and the surgeon was unable to move the jaws. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to remove the clip. The customer was not able to move the instrument properly. This occurred during the 2nd clip application. The customer used a backup instrument to continue the procedure.